Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the logs and evaluation of the lead placement did show leads were placed approximately 2mm superficial from the plan as reported by the user. However, the logs did not indicate any issues with the merge, registration, or patient movement which could effect accuracy in this case. Further information provided by the clinical team found that the igee height or top to target calculation was incorrect on the ao-drive resulting in this superficial lead placement. For future cases, it is always recommended to perform anatomical landmark checks to ensure navigational integrity throughout a procedure and to always double check top to target calculations to verify they are accurate. Ultimately, there was no reported adverse effect to the patient in this case. The cause of the reported issue can be traced to user technique.

Event description:
During an intra-op dbs case at (B)(6) medical center, a 2nd o-arm evaluation spin showed that the lead was ~2 mm superficial to the planned depth. The planned depth was 2 mm past the target based on the burned in brainlab left vim trajectory. From the first evaluation spin, the lead was 6.5 mm above the planned depth and 4.5 mm above the burned in target. After observing the results from this first spin, dr. (B)(6) stated that he may have pulled back on the lead when removing the cannula. He went back in and manually advanced the lead 6.5 mm further to account for the depth discrepancy while having his pa perform lfps on the patient. After he advanced the lead to his desired depth, a 2nd evaluation spin was performed. The result of this spin showed that the lead was exactly to target depth, which is 2 mm superficial from his planned depth.